Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after device preparation and prior to use in the anatomy, the xience alpine stent was noted to be missing from the balloon. The device was not used; there was no patient interaction. A different device was used in the procedure without reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.